Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that motor stalls were confirmed via the pump event logs. A motor stall occurred then night of (B)(6) 2014 with a recovery in two hours. A stall occurred again on (B)(6) 2014 with a tube set on (B)(6) 2014 and no motor stall recovery recorded. The patient was in the emergency room (ER) and the patient¿s follow-up physician was on vacation. The patient had withdrawal symptoms including increased pain and spasticity, weakness, and sweating which began on (B)(6) 2014 of which on that day the patient also began to hear the pump alarming. It was unknown if the onset of the symptoms was sudden or gradual but thought probably sudden. The patient did have an ¿midi¿ heart test on (B)(6) 2014 but no other medical procedures since then. The ER physician was going to supplement the patient with oral medications to manage the withdrawal symptoms. Troubleshooting was also discussed with the physician. At 08:25 on (B)(6) 2014, the pump was updated in thought that would restart the pump and the event logs noted the pump restarted due to restart command. The pump was also programmed to minimum rate mode around 9:30-10 am that same day. This device system reportedly delivered morphine and lioresal. Additional information has been requested for details surrounding the cause of the motor stall and patient outcome. It was further reported that the suspected cause of the stall was the mixture used of morphine, bupivacaine and clonidine used in the pump. The patient was to be scheduled later for a battery replacement as the physician was on vacation. The current status of the patient as well as if the patient was receiving effective therapy was unknown. Clarification was attempted as it remained unclear as to what medication the device system delivered. Should additional information be received a supplemental report will be filed.

Event description:
It was later verified that at the time of the motor stalls the device system delivered baclofen and morphine. The pump had not delivered bupivacaine or clonidine previously. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was a stall due to shaft bearing as well as corrosion and/or lubrication and/or wear.